Manufacturer narrative:
The insulin pump had blank display due to corroded battery cap contact. However, using a test battery cap pump received with normal operating currents. No unexpected failed battery test, battery out limit alarm or display anomaly noted during testing. The insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads and reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they received no delivery alarm, battery out limit alarm and failed battery test alarm. The customer's spouse also reported that the insulin pump had black screen. The customer's blood glucose was 137 mg/dl at the time of incident. The customer's spouse stated that the battery cap was not damaged or corroded. The customer's spouse stated that the battery was out greater than duration allowed by the insulin pump. The customer's spouse stated that the insulin pump would go blank then would go back to black screen. The customer's spouse was unable to troubleshoot for no delivery alarm at the time of call. The insulin pump will be returned for analysis.